Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the product was defective. During an unknown procedure, the needle broke off inside of the needle inserts. No further information provided.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was received in the jaws of the device. No visual abnormalities were noted for the received needle. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding each needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.